Event description:
It was reported that the small silicone sleeve over the catheter fitting on the pump came off along with the outer cap when it was removed. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported later that the pump was implanted with the plastic portion of the cap (catheter access port) removed. Reporter was not aware of any further problems regarding this event since the implant.

Manufacturer narrative:
Catheter model # 8578, lot # h811712104, implanted on: (B)(6) 2012, explanted on: unknown, catheter model # 8703w, lot # l40842, implanted on: (B)(6) 1996, explanted on: unknown: (B)(4).